Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had self-inflicted septic shock due to the method of intermittent catheter insertion. The patient reported, treated and had since changed doctors. It was unknown what medical intervention was provided for self-inflicted septic shock.

Event description:
It was reported that the patient had self-inflicted septic shock due to the method of intermittent catheter insertion. The patient reported, treated and had since changed doctors. It was unknown what medical intervention was provided for self-inflicted septic shock. Per additional information received on 20apr2022, the patient did have septic shock from an unknown origin. They was hospitalized for 14 days.

Manufacturer narrative:
The reported event was confirmed use related. A potential root cause for this failure could be "device used in manner for which not designed or approved for". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "wash your hands thoroughly with soap and water. ¿ release the sterile water from the foil packet. ¿ tip the catheter pouch end-to-end three to six times so the water moves back and forth to thoroughly wet the catheter surface. ¿ peel open the pack at the funnel end just enough to expose the insertion sleeve. Don¿t remove the catheter yet. Use the adhesive tab at the funnel end of the pack to stick the pack to a nearby vertical surface while preparing to catheterize. ¿ wash the area around the meatus before catheterizing. ¿ wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. ¿ next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. ¿ using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. ¿ try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. ¿ finish by disposing of the catheter and its packaging. -wash your hands with soap and water." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.